Event description:
A family member left a message reporting that the pump buttons were not working. Customer support attempted to contact the patient to conduct troubleshooting but the attempts to contact the patient's family member were unsuccessful.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. (B)(6).